Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. The tip of the needle broke off during the subcuticular closure. X-ray was done and the tip could be seen but the surgeon was unable to retrieve it. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Are any plans in place to remove the needle piece in future? If yes, please provide the date (mm/dd/yyyy). What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/22/2022 additional information was requested, the following was obtained: ¿ what measures were taken to retrieve the broken piece? X-ray and attempted to retrieve ¿ was there any additional tissue damage as a result of searching for the needle piece? No ¿ are any plans in place to remove the needle piece in future? If yes, please provide the date (mm/dd/yyyy) no ¿ what tissue structure the broken needle was located? Subcuticular ¿ what is the surgeon's opinion of consequences to the patient? It will work its way out or lay dormant this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.